Event description:
The customer reported that while monitoring patients, all their beds suddenly went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs technical support representative advised the customer to contact their internal biomedical engineer to troubleshoot the issue. The spacelabs technical support representative called the customer back and confirmed that the issue was resolved, however, no further information was provided on the cause of the reported issue. While it was confirmed that the issue had been resolved, the cause of the reported issue could not be determined.